Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral inguinal hernia repair, the inner plastic circle was broken and the balloon would not fill up with air to dissect out the space. They added extra pumps to blow up the balloon. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary:if information is provided in the future, a supplemental report will be issued.